Event description:
Procedure: lobectomy. According to the reporter: stapler fired and cut properly but upon removal it was noticed that a small metal piece came off inside the patient. The piece was identified on follow-up x-ray. The surgeon decided not to remove it.